Manufacturer narrative:
(B)(4). On (B)(6) 2013: ck=4134 u/l, normal upper limit 190. On (B)(6) 2013: ck-mb=226 u/l, normal upper limit 25. On (B)(6) 2013: troponin I=50 ng/ml, upper reference limit 0.78. Concomitant medical products: stent: xience prime 3.0x28mm. Other: aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effect of myocardial infarction, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 2.75 x 38 mm xience prime stent and a 3.0 x 28 mm xience prime stent in the proximal left anterior descending (lad) artery. One day post procedure, the patient's cardiac enzymes were elevated and a myocardial infarction was diagnosed. Medication was administered. The patient condition resolved on (B)(6) 2013 and the patient was discharged on (B)(6) 2013. No additional information was provided.